Manufacturer narrative:
This date represent the date when distributor got notified. Manufacturer was not notified later after that date on (B)(6) 2015.

Event description:
The manufacturer was notified that a mitroflow valve size 21 was explanted due to calcification. No further information provided.